Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an oncological general therapeutic procedure with the subject device at the user facility, the subject device gave the error e116 which indicated the camera control unit malfunctioned. The user facility completed the procedure with the subject device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Olympus (B)(4) customer service checked the subject device, but no failure was found.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, but based upon the information from olympus europa se & co. Kg (oekg) there was the possibility that the reported phenomenon was attributed to the accidental failure of cpu/gpu fan or the disconnection of fan cable connector. If additional information becomes available, this report will be supplemented.